Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:keypad cover is torn from 'down' to 'up' button. Testing confirmed keypad buttons are responsive as normal. Removed keypad cover to check the condition of key contacts: contamination is visible under all key contacts. Unrelated to the complaint, a dark dim pink display screen is found. Pump display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all key contacts and a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.